Event description:
The patient reported pain during an MRI. The patient provided their patient ID card to the MRI facility. The waa was outside the room and turned off and no migration occurred. There was no report of this incident in medical records requested from the MRI facility. MRI imaging was able to be completed contrary to what the patient reported. The patient is no longer experiencing the discomfort reported being felt during the MRI.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy during the pain, unintended stimulation causing shock/heat sensation, changing the waa parameters, the patient having non-stimwave device implanted, and the patient experiencing unintended stimulation/new pain in a new area that is not targeted for therapy have been ruled out as potential causes of the reported issue. However, the patient was diagnosed with diskitis/osteomyelitis and was prescribed antibiotics for treatment. The diskitis/osteomyelitis is believed to be the cause of the pain/discomfort, not the stimwave device. The stimulator is used to treat pain. The cause of pain during the MRI was related to the patient having diskitis/osteomyelitis. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.